Manufacturer narrative:
On may 5, 2022 medcad was notified by a distributor sales representative that the patient matched accuplan surgical guide did not appear to fit the patient at the time of surgery. The guide was reportedly unable to be used during the procedure. When asked whether the malfunction impacted the outcome of the procedure, the sales representative stated, "it all worked out thankfully." There was no indication of patient harm as a result of this deficiency. Upon review of the guide design that was produced for the patient, it was determined that the guide had been mistakenly designed according to the anatomy of a different patient. The operator responsible for the error stated in an interview that he had mistakenly exported the incorrect design file when transferring the work order to manufacturing. Investigation concluded that a mixup during production caused the guide for this case to be designed according to the incorrect patient's anatomy.

Event description:
The patient matched surgical guide did not fit the patient at the time of surgery.